Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white encapsulation, a crease fold, calcification white particles in the shell and one curved opening on the posterior side. A leak test and microscopic analysis were performed which identified: one sharp opening on the posterior side and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: one sharp opening on the posterior side due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.